Manufacturer narrative:
Correction to block h6 - the event of do not always feel the need to defecate should be captured under the patient code of injury (e2401: insufficient information) and not under constipation (e1007). Block e1: this was reported by the patient. The healthcare facility is: (B)(6) hospital . Block g3: other: health canada incident report reference (B)(4); submitted to health canada by the patient. Block h6: patient codes e2330, e1309, and e2401 capture the reportable events of pain in the lower back, pelvis, and legs, incomplete emptying of the bladder, had difficulty in walking, getting in a car, going up and down stairs, getting up regardless of position, and do not always feel the need to defecate. Impact code f12 captures the reportable event of reduced the patient's quality of life. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted into the patient during a procedure performed on (B)(6) 2013. On (B)(6) 2016, the patient experienced pain in the lower back, pelvis, and legs which caused her several problems. She also had persistent urinary incontinence despite the placement of the urinary strip, had incomplete emptying of the bladder unless she forced or swayed her body from front to back, and the patient had to rise 2 to 4 times in the night just to urinate. Moreover, the patient had difficulty in walking, boarding in a car, going up and down the stairs, and getting up whether in any position. She do not always feel the need to defecate, sometimes she will feel the urge at the time she's urinating, and this had occurred day and night. Reportedly, the patient also experienced loss of strength in the pelvis and knees, had great fatigue, lack of energy, and significantly decreased quality of life.

Manufacturer narrative:
(B)(6). (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient during a procedure performed on (B)(6) 2013. On (B)(6) 2016, the patient experienced pain in the lower back, pelvis, and legs which caused her several problems. She also had persistent urinary incontinence despite the placement of the urinary strip, had incomplete emptying of the bladder unless she forced or swayed her body from front to back, and the patient had to rise 2 to 4 times in the night just to urinate. Moreover, the patient had difficulty in walking, boarding a car, going up and down the stairs, and getting up whether in any position. She does not always feel the need to defecate; sometimes she will feel the urge at the time she's urinating, and this had occurred day and night. Reportedly, the patient also experienced loss of strength in the pelvis and knees, had great fatigue, lack of energy, and significantly decreased quality of life.